Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for review. DHR was unable to be reviewed as no device product/lot code combination was provided. Root cause is undetermined due to the limited information provided by the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is scheduled for revision for unknown reasons on an undetermined date. No further information has been made available at this time.